Event description:
It was reported to boston scientific corporation that an jagtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, while performing sphincterotomy with diathermia, the wire anchor of the jagtome rx 44 got dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.